Event description:
Pt underwent cataract suregery on 10/11/96, and implantation of a model aa-4203vf intraocular lens was attempted by the surgeon. However, during insertion the surgeon noticed that the lens had torn. While explanting the lens he tore the posterior chamber and a vitrectomy was necessary. The surgeon implanted another three piece lens, model aq-2003, and the pt is doing good.